Event description:
It was reported that the customer received a button error. Customer's blood glucose was 175 mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back-up plan per health care professional's instructions. No further information provided.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.